Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The device failed the labeled longevity calculation. The brady longevity was performed and revealed calculated battery voltage was 2.817 volts and device reported battery voltage was 2.555 volts. The calculated power was 34.5 microwatts and device reported power is 60.0 microwatts. It was revealed that the chronic atrial rates reduced longevity due to atrial sensing was programmed on. The power consumption was increased proportional to the additional processing for sensed atrial events.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects.